Event description:
It was reported this device fractured into three pieces and detached in the pt during a stone retrieval procedure. Two of the detached coil segments were successfully retrieved using a tricep grasper. The physician was unable to locate the third segment and no further retrieval was attempted. A ureteral stent was placed and the pt was discharged. Approximately three weeks post procedure the pt returned to the hosp, where the detached segment was located under CT scan and successfully retrieved at that time. The pt is fine. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co is unable to determine if the device met its specifications. Follow up revealed a laser came in contact with this device, which co believes contributed to this event. However, without evaluating the device co is unable to determine the relationship between the device and the cause for this event. Directions for use state: "do not directly fire upon the device with a laser... Warning: to minimize risk of device breakage of pt injury, do not fire laser directly and part of the stone cone".

Event description:
It was reported this device fractured into three pieces and detached in the pt during a stone retrieval procedure. Two of the detached coil segments were successfully retrieved using a tricep grasper. The physician was unable to locate the third segment and no further retrieval was attempted. A ureteral stent was placed and the pt was discharged. Approx three weeks post procedure the pt returned to the hosp, where the detached segment was located under CT scan and successfully retrieved at that time. The pt is fine. This device has not been received for eval. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co is unable to determine if the device met its specifications. Follow up revealed a laser came in contact with this device, which co believes contributed to this event. However, without evaluating the device co unable to determine the relationship between the device and the cause for this event. Directions for use state: "do not directly fire upon the device with a laser...warning: to minimize risk of device breakage of pt injury, do not fire laser directly on any part of the stone cone."